Event description:
S/p (staus post) revision of left shoulder replacement with bonegrafting of the glenoid and placement of a large humeral head in summer 2011, there were two broken drill bits retained. Patient returned to surgery in this year for removal of "painful hardware that has migrated" involving her left shoulder. Three pieces were removed and sent to pathology. The shoulder replacement was intact. Patient discharged 3 days later.